Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. The connector portion of a partial lead was returned in one piece. Full breached outer insulation degradation was found distal to connector boot at 4.6 ¿ 5.0 cm from the connector pin. No other anomalies were found.